Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Kit lot f705 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f705 identified an increase in complaints associated with the centrifuge bowl leak/break complaint category. An investigation has been initiated in response to the increase of centrifuge bowl leak/break complaints observed with kit lot f705. Trends were reviewed for complaint categories, leak centrifuge alarm, centrifuge bowl leak/break. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4)

Event description:
Customer called to report a centrifuge bowl leak that occurred during a patient treatment. The customer stated that prior to the centrifuge bowl leak/ break a leak centrifuge alarm occurred in cycle 4 during the final buffy coat collection. The customer said they then noticed a slight spray of blood in the centrifuge chamber. The customer aborted the procedure with no blood returned back to the patient. The patient was said to be in stable condition and asymptomatic. The customer will not be returning any products back for investigation.